Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) was changing patient names when using the pause feature. Nihon kohden's clinical team will work with the customer to resolve the issue. No patient harm was reported. The device information was not provided at the time of the initial call and will be updated when it becomes available. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the central nurse's station (cns) was changing patient names when using the pause feature.

Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) was changing patient names when using the pause feature. Investigation result: from the information provided by the customer, it appears the issue was caused by error on the part of the staff at the facility, and not a device malfunction. The root cause is determined to be user error. The device was operating within specifications. The device was not in use with a patient and there was no reported harm. Based on the given information, this complaint record can be closed as no further investigation is needed at this time.

Manufacturer narrative:
Additional manufacture narrative: details of complaint: on 6/11/2018 customer biomed stated patient's name changes on the cns after they pause a patient. When clinician admits a patient on the cns or the bsm, patient ID is entered first, follows by birthdate and last name. A patient is paused using the pause feature on the admit/discharge tab. Once the patient is resumed, patient's first name is added to the name section and her does not have the data from before the pause. On 8/3/2018, customer biomed reported that they were able to figure out what the staff was doing, but no details were provided. Customer stated the ticket could be closed. Additional follow up with customer for details on the resolution yielded no responses. Device information was not provided. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: due lack of information regarding device model, serial number, and customer's resolution of the issue, the root cause of the name change could not be determined. Service history for this facility shows no other incidents of patient name changing.

Event description:
The biomedical engineer reported that the central nurse's station (cns) was changing patient names when using the pause feature.